Event description:
It was reported that on an unknown date, the 3.2mm trocars were all bent upon received. There was no patient involvement. This complaint involves (3) devices. This report is for (1) 3.2mm trocar. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.